Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to following complications: pain, infection, loosening, popping, crunching, noises and metallosis (right).